Manufacturer narrative:
On 12-aug-2024, the sample was received for investigation thawed. During the investigation, the sample was tested with the following: a) elecsys toxo igm and the result was 1.78 coi and interpreted as reactive. B) analysis with an interference-reducing substance: reactivity not based on interfering antibodies (igm-class) directed against the spatial structure of the elecsys standard ruthenium-label. C) biorad platelia toxo igm and the result was 0.513 od and interpreted as negative. D) elecsys toxo igg and the result was 316 iu/ml and interpreted as reactive. E) in-house neutralization assay and concluded that the sample was neutralizable. F) elecsys toxo igg avidity and revealed anti-toxo igg of gray-zone-avidity (79 avi-%). Based on the results obtained within this investigation and results provided by the customer, an acute infection with toxoplasma gondii was unlikely. The elecsys toxo igm result was considered false reactive. A general reagent problem was not found as the product labeling notes that false positive toxo igm test results can occur. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e602 module serial number was (B)(6). The provided calibration was the last relevant from 10-jun-2024 and it was within the expected ranges. Qc was within the assigned ranges on the day of the event. The sample was requested for investigation.

Event description:
We received an allegation about discrepant high results for 1 patient serum/plasma sample tested with elecsys toxo igm assay on a cobas 8000 cobas e602 immunoassay analyzer when compared to a competitor's analyzer (abbott) at another hospital. Initial result: 1.96 coi and interpreted as reactive (tested on e602). The customer sent out the sample to another hospital for re-testing as they have internal laboratory protocols in place to confirm the reactive result. No questionable result was reported outside the laboratory. On (B)(6) 2024 the 1st repeat result was non-reactive (tested on abbott's analyzer at another hospital). On (B)(6) 2024 the sample was repeated on the same e602 and the 2nd repeat result was 2.03 coi and interpreted as reactive. The 1st repeat result (non-reactive) was reported outside the laboratory. The physician suspected a toxoplasmosis infection.